Manufacturer narrative:
The insulin pump received with missing retainer, missing reservoir tube o-ring, scratched case, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump caver was broken. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.